Manufacturer narrative:
Device history record was reviewed. Results: the device history record reviewed was found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with his original scs system on (B) (6) 2003. The ipg was replaced on (B) (6) 2007, but the lead tested fine and was not replaced. It was reported that about 36 hours later the patient lost stimulation and testing showed high lead impedances on all but 2 lead contacts. It was later reported the patient developed an infection and the lead was explanted and discarded by the hospital on (B) (6) 2007. The physician stated the infection was not attributed to the devices. The patient received a new lead and is currently doing fine.